Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6 and h11. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The reported event can be prevented according to the following ifus: endoscopes and/or accessories that have not been sufficiently reprocessed may pose a risk of infection to the patient and/or operator who comes into contact with them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Related patient identifier: (B)(6).

Event description:
It was reported that the auxiliary water supply tube in the colonovideoscope had not been cleaned for some time (it is unclear how long it had not been cleaned). Examinations were performed on several patients (the number is unknown) with the uncleaned scope. Previously, it had been cleaned by nurse, but recently it had been decided that doctor would do the cleaning, and it was discovered that it had not been cleaned. There was no report of infection or health hazard. This is report 2 of 2.